Event description:
It was reported that the ilet displayed horizontal bars across the screen that prohibited use, consistent with a screen/display malfunction of the pump. Symptoms included no injury or clinical symptoms. Outcomes included interruption of insulin delivery via the ilet and the user reverting to an alternative insulin therapy. Investigation included remote troubleshooting, review of user-provided screen image, and verification of device identifiers and shipping information. Investigation of this case revealed a suspected device display failure preventing operation, consistent with a hardware screen issue. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display component.